Event description:
A report was received that the patient would undergo a pocket revision due to discomfort. The patient is experiencing a heating sensation at the pocket site while charging. The patient later reported that he would not proceed with the revision due to non-device related issues.